Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the celect-pt filter was misfired/misplaced during placement from femoral approach. After an unsuccessful retrieval attempt by unknown snare another attempt will be made within the next few weeks. The device was not returned and no imaging could be obtained. Therefore, based on the information provided only it would be inappropriate to speculate at what may or may not have caused the filter to ¿misfire¿ and consequently to be placed in an incorrect position. The instructions for use specify step-by-step how to verify correct filter placement inside the introducer sheath at the radiopaque band before withdrawing the sheath and releasing the filter by unlocking the system and pressing the release button. Therefore, it is suggested that the filter was inadvertently released before verifying correct filter placement. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter was placed incorrectly. The lead tech said that the physician said it misfired. The tech said it was misplaced. They tried to retrieve it but were unsuccessful. The top is in the common and the prongs are in the right internal. They will attempt again to retrieve it within the next few weeks. Additional information received 24oct2024: the filter was advanced by femoral or jugular introducer. No difficulties with the handle at deployment. The filter was not fully introduced.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) f28 - no code available for misplaced filter. Investigation is still in progress/ this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.